Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and battery out limit alarm. Customer's blood glucose level was 198 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer replaced the battery on the device three times and the alarm recurred. Customer was advised this was normal device behavior due to battery being out of the device for a greater duration then the device allowed. Customer was advised to monitor the insulin pump and call back if issues persist.